Event description:
A pronto catheter was used during a patient procedure. During the procedure, the surgeon attempted use of the pronto catheter, that the surgeon states that the catheter was not working correctly. After three attempts the catheter was removed by the surgeon, at which time he noted that the tip of the catheter was missing. Staff in the room went through all extracted clots and used c-arm in an attempt to find the tip of the catheter. The tip was not located or removed.